Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 12.3 mmol/l. Every button would become unresponsive at times. The buttons would sometimes need to be pressed harder than usual. During troubleshooting the down arrow key was unresponsive. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the leak test. All buttons responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case, keypad overlay texture damaged and dented keypad overlay.